Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair records identified the following related finding for each cutter: tech found that the cutter did not pass the sample mesh test. The cutter was returned to the customer and the customer was notified as zimmer biomet does not provide repairs for the cutter component. A definitive root cause cannot be determined. The events are confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device had an incomplete mesh. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. Upon device evaluation, it was discovered that the cutter did not pass the sample mesh test. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.